Event description:
It was reported that the first anchor pulled out and was replaced with another one in the same hole. The second one broke on insertion and was not retrieved. Another hole was drilled and a new anchor was placed next to the broken one. With the last anchor, the sutures pulled out. A new hole was drill next to it and a 2.9 anchor was used to complete the case. Shoulder stabilization procedure, hard bone. Rep stated they should have used a different drill due to the quality of the bone. The holes were drilled with a 2.4 drill kit.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by over-insertion, not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded and/or improper bone preparation prior to insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by facility.